Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional seven proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with eight proglide devices using the pre-close technique via a 6f sheath in the rcfa and lcfa prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, no suture was present when the plunger of four proglide devices in the rcfa were removed. A non-abbott closure device was used to achieve hemostasis in the rcfa. The first proglide in the lcfa was successfully pre-placed; however, no suture was present when the plunger of the second, third, fourth and fifth proglide devices in the lcfa were removed. The suture of a sixth proglide device in the lcfa was successfully pre-placed. The sheath was upsized to a 14f in the lcfa and the tavr procedure was completed. Hemostasis in the lcfa was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.